Event description:
The customer reported to olympus, the video system center went to a green screen. The issue was found before and during diagnostic colonoscopy procedures and completed using the same set of equipment. There was an unspecified delay. There were no reports of patient harm. This report is related to linked patient identifiers (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.